Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position via right transfemoral artery, the 14f esheath+ was found to have a distal tip tear upon removal of it. There was no resistance during insertion or removal of the devices. The patient was in stable condition following the procedure.